Manufacturer narrative:
The reason for this revision surgery was a loose glenoid. The length of in vivo service was 2.3 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been no prior complaints reported against this part; this is the first complaint against this lot number. The root cause of this event was reported as a fall. The surgeon reported no issues associated with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and the glenoid loosening; the surgeon removed it and reinserted size 54 glenoid.